Event description:
It was reported that the patient experienced some coupling issues while recharging. The patient used their antenna locator, resulting in a por condition. This lead to a normal recharge screen but the patient was unable to adjust stimulation. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 37743, serial# (B)(4), recharger: model 37752, serial# (B)(4), antenna: model 37092, lot# 270800001, lead: model 3776-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na.